Manufacturer narrative:
The customer replaced the architect ict check valve (ln 09d35-03) and the 1 ml syringe (ln 09d41-03), which resolved the issue. There were no additional discrepant results reported on the architect c8000, serial number (B)(6) , after the parts were replaced. Return testing was not completed as returns were not available. A review of the architect c803649 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect clinical chemistry systems found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the parts replaced with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Manufacturing documentation for the likely causes did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for either the architect c8000, serial number c803649, or the parts replaced.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: sid: (B)(6).

Event description:
The customer reported erratic potassium results generated on the architect c8000 analyzer on two patients. Results provided: sid (B)(6) = 2.40 mmol/l, repeat = 4.45 mmol/l; sid (B)(6) = 7.18 mmol/l, repeat = 4.59 mmol/l. Reference range: (3.50 -5.00 mmol/l). No impact to patient management was reported.